Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has been experiencing pain at the ipg site regardless of stimulation. Additionally, the ipg site is sensitive to touch. Follow-up identified the pt underwent surgical intervention on (B)(6) 2013 to relocate the ipg site.